Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms. In addition, the rv lead also exhibited high out of range shock impedance measurements, measuring greater than 200 ohms. This rv lead was successfully implanted. All post implant checks measurement were within range. The physician believes the out of range measurements were as a result of the lead replacement. The plan is to continue normal follow up with the patient. No adverse patient effects were reported. This rv lead remains in service.